Event description:
The distributor reported that the up arrow button does not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: 08/29/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 08/06/2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The bolus button was noted to be lifted, exposing the internal contact. A damaged bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. On testing, the bolus button was found to be defective, but functional. The up arrow button was unresponsive. The down arrow, ok and contrast buttons were appropriately responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.